Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device and over-packaging were returned for evaluation enclosed in a plastic bag. Visual inspection revealed a longitudinal hole approximately 2 cm long in the over packaging. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a uromatic y type set was ¿adhered to the packaging.¿ this was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation enclosed in a plastic bag. Visual inspection revealed that the set did not adhere to the packaging. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.